Event description:
Hcp reported pt diagnosed with an intrathecal mass. Mass detected with MRI. Open surgery performed to remove mass. Pt has "mild" neurological deficit post op and reportedly is improving. A supplemental medwatch report will be filed when follow up info is received.